Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter stated they have had problems loading the lens and the event is due to user error. The injection system, used has not been approved by the manufacturer for use with this lens and is off-label use.